Event description:
The reporter stated that the surgeon was inserting a three piece silicone lens model aq2003v and a haptic became damaged. The surgeon removed the lens without enlarging the incision and put in another model lens. No patient injury.